Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were non responsive. The customer¿s blood glucose level was in the range of 60 mg/dl to 230 mg/dl at the time of the incident. The customer was also reported that insulin pump had unexplained no delivery anomaly. The device will not be returned for analysis.